Event description:
Sample was put on coagulation instrument to test a ptt, partial thromboplastin time. First result was greater than 300 seconds. Instrument automatically repeated the test and resulted as greater than 300 seconds for the second time. Sample was checked for clot and result turned out no clot was found. Sample was centrifuged and repeated. Again, first result was greater than 300 then instrument auto-repeated with a result of 79.8 seconds.